Event description:
Placed 2/19/98. Pt receiving vancomycin 24 hrs later, arm was red, hot & had a palpable cord & leakage & oozing at exit site. Removed. Use gloves in tray to prep & changes to powdered surgeons gloves to finish procedure.